Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received physician confirmed lens got stuck in the incision in the eye itself the insertion site, not in the implantation device.

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implant procedure, the intraocular lens (iol) got jammed in incision delivering implementation and was thereby deformed with patient contact. Loaded another iol with same power and the procedure was completed on same day with no patient harm.